Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had programmed a red blood cell at 300 ml/hour according to prescription. After one hour, noted that a volume much less than half was delivered while the pump indicates that 150 ml was given. Extension of the infusion time. There was no known patient injury or medical intervention associated with this event. No additional information is available.